Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a patient event their device was unable to detect the patient through the defibrillation therapy cable. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. The customer advised that they were able to use the device with the defibrillation hard paddles. This issue is patient related; however the customer advised that there was no adverse patient outcome due to the device use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a patient event their device was unable to detect the patient through the defibrillation therapy cable. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. The customer advised that they were able to use the device with the defibrillation hard paddles. This issue is patient related; however the customer advised that there was no adverse patient outcome due to the device use.